Manufacturer narrative:
Visual inspection and functional testing were performed on the returned device. The reported ¿did not feel right¿, difficulty closing the foot and difficulty removing the device from the anatomy could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The patient effect of tissue injury is listed in the prostyle instructions for use (IFU) as a potential adverse event associated with use of vessel closure devices. It should be noted that the prostyle IFU states: do not advance or withdraw the perclose proglide smc device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose proglide smc device should be avoided, as this may lead to significant vessel damage and / or breakage of the device, which may necessitate intervention and / or surgical removal of the device and vessel repair. In this case, the removal attempt against resistance was circumstantial related to the difficulties experienced. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. Clarification was requested regarding the reported ¿did not feel right¿. However, the physician was unable to confirm. It may be possible that interaction with the patient calcification and/ or tissue contributed to the reported difficulty closing the foot and subsequent difficulty removing the device. The instruction for use deviation did not contribute to the reported event. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6 medical device problem code: 2017 - against resistance.

Event description:
It was reported that this was an arteriotomy closure of the calcified right common femoral artery using a prostyle device after a heart cath interventional procedure using a 6f sheath. Reportedly, the prostyle device was advanced in the patient anatomy and blood return was noted from the marker lumen; however, when the foot was opened and the device was pulled back against the vessel, it didn't feel right. Attempts were made to close the lever and remove the device; however, it did not close completely and the device was stuck. The device was rotated and attempts were made to open and close the lever to retract the foot; however, it could not be closed. The device was pulled out. It was noted upon removal that the anterior foot had remained open. No portion of the device separated or remained in the patient anatomy. The physician had thought that removal of the prostyle with the foot open may have ripped the vessel and used two additional prostyles as treatment to achieve hemostasis. There was no patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.